Event description:
As reported by the user facility (translation of user information by bbm sales organization in (B)(6)): we have had an issue with a pump which appeared to have under infused. An incident was raised and the pump was removed for testing. I have been unable to find any discrepancy in the infusion history or any failures in the performance verification tests. Patients treatment started at 9:40 and rate adjusted according to chart, after two hours blood noticed in line and volume infused showed two hundred but there was still approximately 90mls left to be infused. The pump had not alarmed to say there was a fault and pump looked as though it was working alright although the drug was still in the bottle. MFR - 9610825-2014-00194.